Event description:
Incident description: pentaray inserted via right groin sheath; catheter sensor error. The product was removed, and a new catheter was opened. From the procedural note: after local anesthetic was administered, three sheaths (9, 8, 7 fr) were inserted into the rfv (right femoral vein) using the modified seldinger technique and ultrasound guidance. An acunav ice probe was advanced to the ra. Baseline imaging revealed normal lvef (left ventricular ejection fraction) and no pericardial effusion. The 8 fr rfv sheath was upsized to a small curve agilis sheath through which a pentaray mapping catheter was advanced to the ra. A decapolar catheter was advanced to the coronary sinus for left atrial pacing and recording. The tachycardia was prox-distal. Mapping and ablation was aided by carto electroanatomic mapping. A his cloud was recorded. Isuprel was infused to sustain the arrhythmia, which was successful. There were no patient complications.